Event description:
In approx 2003, the pt was implanted with first generation gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In (B)(6) 2012, CT showed aneurysm growth. The aneurysm was 10 cm. On (B)(6) 2012, the physician performed a CT needle aspiration to diagnosed the contents of the aneurysm sac. Serous fluid was identified in the aneurysm sac secondary to endotension. On (B)(6) 2012, the pt underwent a secondary intervention where three gore excluder aaa endoprostheses were implanted to reline the existing endograft system. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.